Event description:
Event description guidant received information that during a follow-up visit, the ventricular lead connected to this device was found to have an impedance measurement greater than 2500 ohms and loss of capture. The lead was successfully replaced. One day after the replacement procedure, the lead impedance for newly implanted lead was initially unable to be obtained. The impedance measurement was eventually obtained and measured greater than 2500 ohms. The threshold measurement was good and capture was observed therefore the lead and device remain implanted and the patient will be followed. A connection issue was suspected between the device and the lead pin, although the physician reported that there were no problems with the setscrews.